Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked. This issue occurred after priming of peritoneal dialysis therapy. It was further reported that the leak came from the portion that sits inside the cassette door. There was no patient injury or medical intervention associated with this event. No additional information is available.